Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for increased sensing integrity counter (sic), varying pacing impedance, and high rate non-sustained episodes. The rv lead also exhibited oversensing/noise. Imaging of the rv lead showed a ¿kink¿ in the lead. In addition, it was reported that the patient¿s right atrial (ra) lead exhibited no capture at high outputs and low sensing values. The pace/sense portion of the rv lead was capped, and a new pace/sense lead was placed. The high voltage portion of the rv lead remains in use. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.